Manufacturer narrative:
The insulin pump had a blank display due to the battery tube connector not being plugged in properly.

Event description:
The customer stated that she went to program a bolus and the display was blank. Troubleshooting was performed and the display remained blank. Nothing further was reported.